Event description:
Patient revised due to dislocation.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and/or lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. A. It was communicated that no additional information would be made available. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
Update - (B)(4) 2012- litigation papers received. In addition to dislocation, litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Date of implantation was provided - (B)(6)2004. The emdrs have been updated. (Right side). Update - (B)(4) 2012 - pfs was received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient revised due to dislocation. Update: (B)(6) 2012- litigation papers received. In addition to dislocation, litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Date of implantation was provided - (B)(6) 2004. The emdrs have been updated.

Event description:
Patient revised due to dislocation. **update** (B)(4) 2012- litigation papers received. In addition to dislocation, litigation alleges that the patient suffers from large amounts of toxic amounts of cobalt chromium metal ions and particles to be released into the patients blood, tissue, and bone surrounding the implant. It is also alleged that the patient suffers from pain, discomfort, inflammation, limited mobility, and weakness. Date of implantation was provided - (B)(4) 2004. The emdrs have been updated. **update** (B)(4) 2012 - (B)(4) was received from legal. Part/lot information was identified. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Pfs alleges walking difficulty.